Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after ten years of the glaucoma shunt implantation, the intraocular pressure was increased and the shunt was removed.trabeculectomy was performed after removal. Additional information was requested.

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. One opened metal shunt in a bag was received for the report of removed due to increased intraocular pressure. The returned sample was visually inspected and was found to be non-conforming as surgical debris was observed in the inner diameter of the shunt. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Surgical debris was observed in the inner diameter of the shunt which could have resulted in an increase of intraocular pressure; however, how and when surgical debris got into the inner diameter could not be confirmed from the sample evaluation as the shunt was implanted for 10 years before removal. The manufacturer internal reference number is: (B)(4).